Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging fine dust particles were deposited in the lung tissue and bronchial tubes of the plaintiff deposited. The plaintiff's lung tissue is damaged by the deposits. The functioning of the plaintiff's lungs is limited for this reason. Also the bronchi, the mucous membranes and other tissue damage in the plaintiff's respiratory tract. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging fine dust particles were deposited in the lung tissue and bronchial tubes of the plaintiff deposited. The plaintiff's lung tissue is damaged by the deposits. The functioning of the plaintiff's lungs is limited for this reason. Also the bronchi, the mucous membranes and other tissue damage in the plaintiff's respiratory tract. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Despite three gfe attempts on 12/02/2024, 12/11/2024, 12/17/2024 the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In addition, appropriate code updated/corrected in this follow-up report.

Manufacturer narrative:
The manufacturer received new information on 08/26/2025. The device was returned to the service center for evaluation. The technician confirmed there was no visible foam particles found during the device evaluation. The device was repaired. There is no further evaluation that can be completed since the device has already been evaluated in 2022. The following correction has been updated in this report. Section " date due", section g3 and h6 has been updated/corrected.